Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an amphirion deep pta balloon during treatment of the patient¿s distal anterior tibial artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. Embolic protection was not used. A non-medtronic inflation device was used. The device did not pass through a previously-deployed stent. A pin hole balloon burst was reported during balloon inflation at 7-14atms. All fragments of the balloon were removed. A replacement amphirion deep pta balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. A visual and tactile test found multiple kinks along the shaft. An attempt was made to inflate the balloon, but this was unsuccessful most likely due to the multiple kinks along the shaft. Due to the condition of the returned device no functional testing could be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.